Manufacturer narrative:
The event of capsular contracture , baker grade unknown and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation , capsular contracture baker grade unknown and lymphadenopathy.

Event description:
Patient reported left side implant exchange with no complaint against the device. Patient later reported having swollen lymph nodes. The patient thinks that their implants were textured. Healthcare professional reported deflation and capsular contracture, baker grade unknown. Device has been explanted.